Event description:
The customer reported blue fluid of approximately twenty-five drops leaked near the sampling probe of the unit, involving coulter lh 750 hematology analyzer. The customer stated no blood specimen was seen with the fluid. The customer had on personal protective equipment (ppe), gloves, a laboratory coat, and goggles. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse re-attached the disconnected tubing at valve vl-98 and resolved the issue. The unit conformed to the manufacturer's published performance specifications. (B)(4).